Event description:
I was reported that solis vip ambulatory infusion pump alarmed no cassette. No patient injury reported.

Manufacturer narrative:
Other, other text: b5: additional information was received on (B)(6)-2022 via email and attached to complaint object: no patient involvement was recorded regarding the associated complaint. Any error and or failure occurred during testing only. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection confirmed the physical condition of the sample was all intact upon receipt. Functional evaluation to include non-destructive analysis on the pump was performed. Results: the customer reported problem was not duplicated during the investigation. When a cassette was attached, the pump started without issues. In multi-user mode, both the downstream and upstream sensors reacted to pressure as expected. Error codes for multiple high alarm display, downstream occlusion and high alarm display for cassette not attached were found in the device event history log. Root cause for the customer reported event is unknown and cannot be determined as the issue was not duplicated during the investigation. The downstream sensor was replaced as a preventive measure. A nonconformance report ncr was created to investigate the number of similar issues reported which is ongoing. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d4: correction: model number: 2120, d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: unknown